Event description:
It was reported that while the patient was in the clinic and a magnet was applied, the patient felt pacing and pulsation up to the neck. Oversensing was noted on the atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted.